Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump screen was cracked because the pump fell off the customer's dresser and onto the floor. Customer was unable to confirm if the pump was functional. There was no known impact to the customer's blood glucose level.